Event description:
It was reported that an ilet user experienced overnight low blood glucose, with a nadir of 62 mg/dl, and also reported a high of 234 mg/dl. The user treated lows with orange juice or candy and had been announcing meals an hour before eating in an attempt to correct elevated glucose. Symptoms included hypoglycemia and hyperglycemia. Outcomes included troubleshooting and education regarding appropriate meal announcements and hypoglycemia treatment. Investigation included a review of user technique and therapy usage. Investigation of this case revealed user-related use error, specifically pre-announcing meals when not eating and treating hypoglycemia with imprecise carbohydrate sources, which contributed to recurrent lows and variable glucose control; there was no allegation of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error and inadequate adherence to recommended use.